Manufacturer narrative:
The device was returned to the MFR for evaluation and it was determined that the comb was damaged and the calibration was in calibration. The reported malfunction of the comb being bent is confirmed and the damage to the comb and roller is likely related to the comb being misaligned and / or the cutter being installed incorrectly. The comb was replaced and the device was repaired and re-calibrated according to procedure and returned to the customer. A review of service records indicate that the device was purchased in 1998 and has been returned to the MFR for repair or preventative maintenance on an annual basis.

Event description:
It was reported that the zimmer skin graft mesher was shredding the skin graft and the screen was bent. There was no report of injury or adverse pt consequences associated with this incident.